Event description:
The customer contact beckman coulter, inc. (Bci) to report that their unicel dxc 600 synchron clinical system gave erroneously high calcium (calc) results for five pt samples. The erroneous results were reported out of the lab. It is unk if there were any changes to pt treatment as a result of this event. There have been no reports of death or serious injury. The customer stated that on (B)(6) 2009 maintenance was performed on their dxc system. After the maintenance was completed, the customer noticed that calc results were higher and drifted downwards over time. A physician questioned the results. All of the pt results since the maintenance were re-tested. Five pt results from (B)(6) 2009 were erroneously high.

Manufacturer narrative:
A bci field service engineer (fse) evaluated the system and removed and cleaned the flow cell. In addition, the fse replaced the drain line and the sample line. The customer has been provided with the twice weekly flow cell maintenance procedure. A clear root cause has not been identified but appears to be associated with system maintenance. This reportable event was identified during a retrospective review of complaints conducted between (B)(6) 2008 and (B)(6) 2010 for add'l reportable events. This MDR represents event 2 of 2 reported by this customer. This MDR is related to the following MDR that has been reported. MDR 2050012-2011-05326.